Event description:
The customer reported that the c-arm has no image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that the mono block/ x-ray tube needs to be replaced. The customer did not want to pay to get the system fixed.